Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for vascular pe. Event is serious and is considered moderate. Event is possibly related to procedure. Event is not related to device. Date of implant: (B)(6) 2022. Date of event: (B)(6) 2022. Affected side: right knee. Treatment: injected medication (heparin drip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2022, the patient had a (right-left) cement total knee arthroplasty to address primary osteoarthritis, end-stage. It should be noted the operative notes switch from left to right in the wording. Depuy component, including depuy patella and depuy cement were used during the procedure. (B)(6) 2022 medical records noted acute respiratory failure most likely due to pulmonary emboli found on cta on (B)(6) 2022 medical records note the patient has pain and inhibition. The patient developed a pe postoperatively. The patient reported feeling a pop inside her knee and has had significant pain and discomfort. There is some redness along the distal portion of the incision. Radiographs are reported to show an avulsion fracture off the interior pole of her patella with minimal migration.